Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv infusion was too rapid. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown. It was reported that the infusion through the tubing was too rapid. (B)(6) event date, room 5005, tubing malfunction. Patient required IV potassium. Rate of infusion and pump setting set for 62.7 mls per hour. Potassium hung as secondary, per unit routine. Nurse noticed that secondary was dripping rapidly and immediately stopped the transfusion. Two other nurses witnessed that program setting were correct but, the infusion was dangerously fast. Pump was changed out, secondary tubing changed out and the issue continued. A new potassium bag was requested and this did not resolve the issue. Finally, after changing primary tubing, the correct rate was achieved. Had the administering rn not been keenly attentive, this could have led to a sentinel event.

Manufacturer narrative:
It was reported that the infusion infused faster than expected. Received is one used primary set model 2426-0007, lot lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The check valve p/n (B)(4), was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No anomalies or evidence of damages were observed with the sets during initial visual inspection. To prepare for functional testing a lab secondary set was attached to the primary set¿s proximal smartsite port. Functional testing was performed by attaching the set to a lab IV bag filled with water. The lab secondary set was attached to one lab IV bag filled with blue dye water and the bags were setup per bd alaris products secondary set-up tip sheet. One 18g cannula was attached to the primary set¿s male luer. The sets reprimed via gravity and it was observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve. Functional testing, water test, and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The sample is also subjected to re-inspection by the automated inspection system. Previous testing has shown that a particulate, off-center membrane or disc pinch can cause a valve to remain open allowing backflow to occur. Due to the high number of previously investigated complaints for this same failure mode, further functional testing (by the supplier) of events reported for backflow/failed check valve is not required. This rationale is supported by instruction dir # (B)(4), (v. 02) cad complaint failure investigation that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Equipment used (measurement and testing performed on (B)(6) 2020. Optical ram-cnc, eq08204, calibration due date: (B)(6) 21. Device history record for model 2426-0007, could not be performed due to no lot number being provided by customer. The customer's report that the infusion infused faster than expected was confirmed to be due to backflow. Previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss cv infusion was too rapid. The following information was provided by the initial reporter: material no: 2426-0007; batch no: unknown. It was reported that the infusion through the tubing was too rapid. (B)(6) event date, room 5005, tubing malfunction. Patient required IV potassium. Rate of infusion and pump setting set for 62.7 mls per hour. Potassium hung as secondary, per unit routine. Nurse noticed that secondary was dripping rapidly and immediately stopped the transfusion. Two other nurses witnessed that program setting were correct but, the infusion was dangerously fast. Pump was changed out, secondary tubing changed out and the issue continued. A new potassium bag was requested and this did not resolve the issue. Finally, after changing primary tubing, the correct rate was achieved. Had the administering rn not been keenly attentive, this could have led to a sentinel event.